Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Functionally the loading unit was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary bullae resection procedure, the device staple burst after being fired. The reload broke up and did not completely suture the tissue of the patient during the surgery. The doctor stated that it was completely fired but had incomplete staple line. A new product was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary bullae resection procedure, the device staple burst after being fired. The reload broke up and did not completely suture the tissue of the patient during the surgery. A new product was used to complete the case.